Manufacturer narrative:
A complete analysis and testing of 2 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 120 mg/dl at the time of incident. Troubleshooting found that the reservoir was unable to push the insulin out and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the reservoir would be replaced and to return the product for analysis.